Manufacturer narrative:
Reported event was confirmed by review of medical records noting patient experiencing elevated metal ion levels and pseudotumor/fluid collection. During the procedure, corrosion was found at the head-neck taper interface. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101020 ¿ m/l taper stem ¿ 60564465, 00620006022 ¿ shell ¿ 60562505, unknown liner ¿ unknown part and lot 00625006530 ¿ trilogy bone screw - 60610632. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04171.

Event description:
It was reported that a patient underwent a right hip revision approximately 12 years post implantation due to elevated metal ion levels, neulogic symptoms, pseudotumor and pain. During the surgery, moderate corrosion was noted on the head-neck taper interface.attempts have been made and additional information on the reported event is unavailable at this time.